Event description:
An alarm was reported on the pump during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in attempting to load a new cartridge, but the cartridge alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, which was still under warranty. The customer agreed to use an alternative insulin delivery method and was instructed on how to store the pump and return it to tandem.